Manufacturer narrative:
Investigation summary: this complaint is for misidentification of klebsiella pneumoniae as lelliotia amnigena biogroup 2 when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4156344. The customer did not return panels but provided an isolate, binary files and phoenix generated lab reports for the investigation. The customer returned the isolate under pr (B)(4) , and pr (B)(4) (both upmc somerset complaints). The phoenix generated lab report shows an isolate identified as lelliottia amnigena biogroup 2 when using the complaint batch. The customer returned isolate was verified on a bruker maldi biotyper and labeled as k. Pneumoniae #24s964165. To investigate, six retention panels from the complaint batch were tested using customer returned isolate k. Pneumoniae #24s964165 on a phoenix m50 machine and evaluated for identification results. Additionally, four control panels from the same material but different batch were inoculated with customer returned isolate k. Pneumoniae #24s964165 on a phoenix m50 machine and evaluated for identification results. The panels tested identified the isolate as k. Pneumoniae, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate was identified as lelliottia amnigena bio-group 2, but the same isolate identified as klebsiella pneumoniae with a reference to laboratory. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of klebsiella pneumoniae as lelliotia amnigena biogroup 2 when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4156344. The customer did not return panels but provided isolates, binary files and phoenix generated lab reports for the investigation. The phoenix generated lab report shows an isolate identified as lelliottia amnigena biogroup 2 when using the complaint batch. The customer returned isolate was verified on a bruker maldi biotyper and labeled as k. Pneumoniae 24s964165. To investigate, six retention panels from the complaint batch were tested using customer returned isolate k. Pneumoniae 24s964165 on a phoenix m50 machine and evaluated for identification results. Additionally, four control panels from the same material but different batch were inoculated with customer returned isolate k. Pneumoniae 24s964165 on a phoenix m50 machine and evaluated for identification results. The panels tested identified the isolate as k. Pneumoniae, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate was identified as lelliottia amnigena bio-group 2, but the same isolate identified as klebsiella pneumoniae with a reference to laboratory. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 a patient isolate was identified as lelliottia amnigena bio-group 2, but the same isolate identified as klebsiella pneumoniae with a reference to laboratory. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.